Manufacturer narrative:
The catalog code provided (466p306x), represents an unknown trapease filter. The catalog and lot numbers for the actual product used in the procedure are unknown.   Complaint conclusion:as reported by the legal department, the plaintiff is the surviving daughter of decedent and at all times relevant to this action was and is a citizen and resident of the state of (B)(6). Decedent underwent placement of trapease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused great bodily harm to decedent including, but not limited to, directly and proximately causing pulmonary embolism and death, on or about (B)(6) 2014. As direct and proximate-result of these filter malfunctions, decedent suffered fatal injuries, damages, and untimely death. As a further proximate result, plaintiff has suffered and will continue to suffer the wrongful and premature death of her beloved mother.   The device remains implanted in the patient. A device history record (DHR) review could not be conducted as a lot number was not provided. A pulmonary embolism (pe) occurs when a clot travels from an area in the body, usually from a deep-vein thrombosis, to the pulmonary arteries. If a clot is large enough, it can obstruct a large branch of the pulmonary arteries, which can result in a pulmonary infarction and subsequent death. Inferior vena cava filters are used to prevent pes in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Current evidence indicates that ivc filters are largely effective; however, breakthrough pe occurs in some cases. Potential complications with long-term use of filter include recurrent pe, vascular injury or thrombosis, and air emboli; and are listed in the IFU as such. Based on the limited information available for review, patient and procedural factors may have contributed to the pe and subsequent death reported. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported by the legal department, the plaintiff is the surviving daughter of decedent and at all times relevant to this action was and is a citizen and resident of the state of (B)(6). Decedent underwent placement of trapease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused great bodily harm to decedent including, but not limited to, directly and proximately causing pulmonary embolism and death, on or about (B)(6) 2014. As direct and proximate-result of these filter malfunctions, decedent suffered fatal injuries, damages, and untimely death. As a further proximate result, plaintiff has suffered and will continue to suffer the wrongful and premature death of her beloved mother.

Manufacturer narrative:
The following additional information received per the medical records indicates that the filter was successfully deployed during the index procedure. According to the death certificate the manner of death was natural and the causes of death were pe, hypertension and morbid obesity. There was no autopsy performed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused great bodily harm to the patient including, but not limited to, directly and proximately causing pulmonary embolism (pe) and death. As direct and proximate-result of these filter malfunctions, the patient suffered fatal injuries, damages, and untimely death. The following additional information received per the medical records indicates that the patient the patient had a history of pe and the filter was placed for prophylaxis. The filter was successfully deployed during the index procedure. According to the death certificate the primary cause of death was pe and the secondary issues were hypertension and morbid obesity. It was noted that the patient expired approximately two weeks after the filter was implanted. There is no other information available at this time. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pulmonary embolism and filter occlusion are known long term complications associated with filter implant and are listed as such in the instructions for use (IFU). Clotting, deep vein thrombosis, pulmonary emboli and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and a device malfunction could be confirmed, nor could a relationship between the device and the reported death be established. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.